Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose. The customer¿s blood glucose level was 400 mg/dl, 489 mg/dl, 189 mg/dl and 300 mg/dl. The customer reported that the insulin pump received insulin flow blocked alarm and it was not occur during filling tubing. The customer also reported that in the morning blood glucose level was high and then she bloused herself and the blood glucose level went down and then again after breakfast blood glucose level was high. The insulin pump will not be returned for analysis.